Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp)'s caregiver (cg) had already cycled power to the hc machine and it displayed press go to start. The technical service representative (tsr) explained the alarm to the cg. The cg stated that there were no leaks or open clamps on the lines. The cg would finish with manual exchange and notify the nurse. Proper procedures per the user manual were reviewed with the cg. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg, the cg stated that they never found out the cause of the alarm. The hp did talk to his nurse, and there were no infections or injuries that had occurred. The hp was still using the hc machine without further complications. No further issues were reported. The hp is doing well at this time, and knows proper procedure.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.